Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient sample. Results provided for sid (B)(6) were: 100.89 / repeat 14.42 / 15.27u/ml. The controls were within acceptable limits. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
After further evaluation, the suspect device was changed from: architect ca 19-9xr, list number 02k91-35, abbott laboratories, (B)(4), USA in this report to architect i2000sr analyzer; list number 03m74-01; abbott manufacturing, (B)(4), USA. MDR number 1628664-2014-00098 has been submitted and all further information will be documented under that MDR number.